Manufacturer narrative:
Device evaluated by MFR: p elite ous mr 20 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the most proximal stent strut rows were lifted pulled distally and bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement as per. Stent struts were most likely lifted during withdrawal attempts when the struts got caught in calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-oct-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 12mm x 2.50mm, eccentric, de novo target lesion containing >=90 degrees bend was located in calcified distal right coronary artery. A 20 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a stent damage.